Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify a lot specific issue. The reported failure to deliver mitraclip to the intended site (foreign body in patient) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported device causing damage to another device, was due to user technique/procedural conditions as this clip interacted with an already implanted clip during attempts to free it from the anatomy. The reported difficult to remove (anatomy) was due to procedural conditions as the limited space in the atrium led to the clip getting stuck on the annulus/anterior leaflet and despite troubleshooting, it could not be freed. The reported difficult or delayed positioning (leaflet grasping) was a due to a combination of imaging challenges and the reported difficult to remove (anatomy) because the clip was stuck in the anatomy away from the posterior leaflet and grasping the posterior leaflet was not possible due to difficult imaging. The reported foreign body in patient was a result of the reported difficult to remove (anatomy) as the clip was stuck in anatomy and was eventually deployed on the anterior leaflet (unintended location). There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action will be implemented in this case. The other implanted mitraclip referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the mitraclip delivery system causing damage to the implanted clip. It was reported that this was a mitraclip procedure to treat grade 4+ degenerative mitral regurgitation (mr). Imaging was poor quality. The mitraclip delivery system (cds) (91114u182) was placed in a1/p1, reducing mr to 1+; however, after the clip was deployed, a medial jet was noted making mr 3-4+. To further reduce mr, cds (91118u150) was advanced. Due to limited space in the atrium, the clip was coming in at an angle and got stuck on the anterior leaflet. Continued attempts to free the second clip, resulted in interaction with the first implanted clip, causing partial clip movement of the first implanted clip. Troubleshooting was performed, and the decision was made to grasp one leaflet and deploy the clip. The anterior leaflet was successfully grasped. The posterior leaflet could not be grasped because the implanted clip was shadowing the posterior leaflet, so the clip was deployed only on the anterior leaflet. Mr was reduced to 3-4+. Mitral valve replacement was performed on (B)(6) 2020. No additional information was provided.